Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a peripheral procedure to treat a target lesion in the heavily calcified peroneal artery. The ht command 18 guide wire was advanced into the patient anatomy and difficulty was observed. It was noted that the polymer coating was bunching from the tip of the guide wire to the weld point where the nitinol meets the stainless steel. The device could not be advanced or removed from the patient anatomy. Pre-dilatation was performed in the vessel, allowing the guide wire to be removed. There was no clinically significant delay and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing and damage was confirmed. The failure to advance was not tested as it was based on case circumstances. The difficulties appear to be due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the guide wire was returned inside an armada 18 dilatation catheter. The ht command 18 had difficulty advancing through the dilatation catheter and could not be removed. Both devices were removed as a single unit.